Event description:
It was reported during a lead implant procedure, the radiopaque marker band on the end of the lead introducer sheath broke off in the patient's body. The reporter also believed a piece of the plastic portion of the sheath broke off into the patient's body as well. It was noted during the procedure resistance was met while using the sheath, but no further details were provided. It was decided not to dissect the patient's tissue to retrieve these fragments, so both were left in the patient's body. A new lead introducer sheath was used to finish placing the lead. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The reporter stated the source of the resistance felt during the procedure was believed to be the interior surface of the s3 foramina, but it was not entirely certain. It was thought the resistance caused the distal end of the introducer sheath to sever and become dislodged. The section of the sheath also contained the marker band, which is why the issue was noticed under fluoroscopy.

Manufacturer narrative:
(B)(4).